Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the " fill estimate shows only 60 after customer fills the cartridges". Additionally it was reported that "screen does not stay on for 120sec". Multiple attempts have been made by tandem technical support to follow up with customer, however, no response was received. No additional information was provided. There was no adverse impact to the customers blood glucose level.